Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between (B)(6) 2019 and (B)(6) 2019, the right ventricular sensing amplitude rose from initial 5.1mv to 14mv end of september, then dropped rapidly to less than 2mv with intermittent recordings. The right ventricular pacing impedance fell from initial 670 ohm onto 450 ohm mid september, before it rose to 900 ohm end of september and then fell rapidly to 300 ohm, after that the impedance fluctuated for one month between 300 ohm and 500 ohm. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
On (B)(6) 2019, during a fu, the physician reported that the left ventricular sensing was 1.5mv and there was no capture. The device was reprogrammed in vvi/vd, waiting for a repositioning.